Manufacturer narrative:
UDI #: n/a (not applicable). Pt age/date of birth: unknown. (B)(4). Type of report: alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Female patient reported that she inadvertently used oxysept solution, bottle lot: za03074 expiration: 12/2017 to rinse out her eyes, thinking she grabbed saline. Patient's eyes started burning and she used saline to rinse them out, but still feel irritated. Patient was told that if necessary flush eyes with water and call her eye care practitioner. Patient does not plan on using oxysept again, she discarded the product. Through follow up, it was learned the patient went to a minor injury clinic and the doctor told her there was no long term damage. Doctor flushed her eyes out with 2 liters of saline. Additionally, he gave her an antibiotic, polymyxin b sulfate and trimethoprin. Doctor instructed her to use 1 drop in each eye every 6 hours. The patient is doing better than she was. She said her eyes are 99% better. She is still experiencing tearing and soreness. The product was discarded.